Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device was presented with a speaker malfunction error message and no sound coming from the device. It was determined that the speaker was defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced at the bench facility. The device will be returned to the customer. It has been concluded that no further action is required at this time. If additional information is received a supplemental report will be sent.

Event description:
During evaluation at bench repair for an unrelated issue it was found that the device had no audio. The device was not in clinical use. There was no report of patient or user harm.